Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and experienced a "low" blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to try and address bg. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline to address bg. Customer was discharged from the ICU the next day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.